Manufacturer narrative:
Per good faith effort (gfe) response, the customer refused to pay for repairs. No further service was provided. No further service was provided. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes.

Event description:
Philips received a complaint by the customer on the v60 indicating that the blower did not start when the ventilator was turned on. It was reported there was no patient involvement at the time the issue was discovered. Device evaluation and repair are pending.

Manufacturer narrative:
E: (B)(6). Phone: not provided.